Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 12/24/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/24/2013 with the following findings: the battery cap threads are intact. No damage is visible on battery cap. Observe "battery cap" unable to tighten onto battery compartment. Power loss was not duplicated, but black box review shows power on reset events on 09/14/2013.visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release